Manufacturer narrative:
Updated event date.

Manufacturer narrative:
Serial number and product UDI# updated.

Event description:
It has been reported to philips that the device was in the workshop for its annual preventive maintenance, the device was on and working fine until the screen went black and the unit seemed to have powered down very suddenly. Battery was changed to rule out battery failure, but the device still seemed unresponsive. On button failed to show any action with the device.

Manufacturer narrative:
This correction report pertains to the initial report 3003832357-2024-00482 submitted on 06/25/2024. Bad is (B)(6) 2024, not (B)(6) 2024.